Event description:
The reporter stated the surgeon implanted a cc4204a collamer aspheric single piece lens on (B)(6) 2012, but the patient was having problems with his vision and the lens was explanted on (B)(6) 2012. The incision was enlarged to remove the lens and a different model lens was implanted. Two sutures were required to close the incision. The patient complained of near/far sighted results/blurry vision and the surgeon felt the diopter size was larger/stronger than what the patient needed. The reporter stated the event was caused by miscalculation of the lens measurements by the surgeon and was not due to the lens itself.

Manufacturer narrative:
Age/date of birth - unk. Weight - unk. Date of event - unk. Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn, with pieces of the lens optic and one haptic torn off and missing. The lens was returned in liquid. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - review of this file indicates that the surgeon experienced a refractive surprise due to inaccurate measurements. Diopter and resolution of this iol cannot be performed because the iol was returned with a tear in the optic. The most probable cause of this event would be inaccurate measurement of k readings and axial lengths during the a-scan. A 1mm error in the measurement of the axial length produces an error of 3 diopters in the iol calculation. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable cause of the event would be inaccurate measurement of the lens measurements. The event was not lens related. (B)(4).